Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the tubing leaked while the patient was undergoing a procedure in the cath-lab. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a tubing leak was confirmed and replicated. Visual inspection found no obvious anomalies. Closer microscopic inspection identified a cut in the tubing measuring 0.301 in long, approximately 13 inches above the distal smartsite. Leaking was replicated during functional testing in the same location. The root cause of the cut could not be identified.